Event description:
During a biopsy the surgeon identified a small plastic ring in pt's bladder believed to have been from a cystoscope used during a cystoscope used during a cystoscopy on 3 months earlier. The ring was not identified previously on x-ray because it was plastic and not x-ray sensitive. The surgeon retrieved the ring. The pt had no adverse outcome.